Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tubelip, cracked case near display window corners, cracked and bleeding lcdglass and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen is broken. There was no further information provided by the customer or troubleshooting.